Event description:
It was reported that the device was noted to be in backup vvi mode. A device download was successfully performed and the device was restored to normal operation. There were no consequences to the patient. The patient was stable.